Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that four weeks post implant surgery the patient had a very minimal discharge coming from his incision. Patient was treated with antibiotics but the physician decided to explore the incision in the operating room (or) and infection was located in the scrotum near the pump. Once in the or the physician decided to remove and replace the entire device. No device issues were reported. The patient fully recovered.